Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative (B)(6). "Blender alarm is intermittent in the operation. The unit is under warranty and they will send it in for factory repair. The issue was discovered while bench testing the unit. It was in the biomed shop.

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The air/o2 blender was returned by the customer without the following 02 inlet fittings, 9/16-18 hex nut (p/n 00822) and o2 hose fitting nipple (p/n 03837). Prior to the evaluation the carefusion failure analysis lab tech had to install the missing o2 inlet fittings. The carefusion failure analysis lab tech evaluated the air/o2 blender and was not able to reproduce the reported event. Thus no root cause was determined. The air/o2 blender will be returned to the carefusion factory service department to be repaired and run through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the air/o2 blender will be returned to the customer ready to be placed back into service.